Event description:
Patient called doctor and stated that deep pain stimulator was fully depleted. Questions arose if the extension wire connecting to dbs was compromised. The ipg and extension wire were removed in surgery.